Event description:
It was reported the female pt with marfan's disease underwent a bentall procedure in 2008, where this 19 mm valve was implanted in a 22 mm vascutec prosthesis. In four months later, a clot that was causing the leaflets to be impeded was removed from the valve. Five months later, reoperation was again required due to impeded leaflets. The 19 mm valve was explanted and a smaller 17 mm valve (model and sn unk) was implanted. The pt died (date unk), but the death was reported to be not valve related. The pt had anticoagulation complications.